Event description:
Patient's eis pump ran too fast - finished approximately 13 hours early. Received this message from patient husband regarding. "The last treatment was finished 10 hours early and she did not feel good. This time the chemo that she was sent home with will be done by 9 tonight, a full 13 hours early and she has been sick last night and today. Throwing up and not eating. I find it ridiculous that it's going into her at a much higher rate than prescribed. This is unacceptable".